Manufacturer narrative:
The unit was received with a severely scratched display window, cracked battery tube threads and broken off reservoir tube lip. No broken battery tube threads noted on the battery compartment. Act button did not respond due to a corroded keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a broken battery compartment. The insulin pump was returned for analysis.